Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during a procedure, the left ventricular (lv) lead was found to have dislodged and failure to capture was noted. The lv lead was not used and another lv lead was used to complete the procedure. The patient was stable throughout.